Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. On july 13 2017 the cardiosave was evaluated at the facility by a company field service engineer (fse). At no time did an error occur. However, the fse recognized fluid deposits on the connector of the cable between the monitor and the main unit. This could be the cause of the alleged malfunction. The fse cleaned the contacts and all plug-in contacts were ok. The device was then operated for two hours and no error occurred. No parts were replaced.

Event description:
The customer reported to company headquarters on (B)(6) 2017 that while in use on a patient on (B)(6) 2017 the screen flickered. The cardiosave ran well but was exchanged. No patient injury or death was reported. No adverse event was reported.